Event description:
Follow up information identified the patient's entire scs system was replaced with a new one which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving stimulation. Lead diagnostics showed multiple invalid impedances and programming was unable to resolve the issue. Surgical intervention may be pending to address the issue.